Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the customer reported satisfactory post-operative angiography results. The cause of the stent failure to open was not determined. The section of the pipeline that did not open was the distal end. The pipeline was placed in a straight segment of the vessel when it failed to open.

Manufacturer narrative:
H3 product analysis: drawing(s) referenced: n/a, as found condition: the pipeline flex was returned inside a biohazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were intact, and the dps sleeves showed no signs of damage. Both the distal hypotube and the ptfe shrink tubing were also intact, with no signs of elongation. The distal and proximal ends of the braid were found open and frayed. The pushwire showed no bends, and there were no defects in the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. Testing/analysis: n/a, conclusion: based on the returned device, the customer report of "failure to open at the distal" was not confirmed, as the distal end of the braid was opened and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damage to the braid, or deployment of the braid in a bend of the vessel. The customer noted that the braid was not positioned in a bend, which rules it out as a possible cause. It is possible that damage to the braid and vessel tortuosity may have contributed to the failure to open. Such damage can occur from over-manipulation, improper deployment techniques, pushing or pulling the delivery wire against resistance, or deploying or resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after sufficient hydration, a pipeline flex stent was delivered into a marksman microcatheter. Upon reaching the target position, stent deployment was initiated, however, after opening 10-14mm of the stent's distal end, it failed to fully open. The operator performed expansion maneuvers, but the stent still could not be opened. Two attempts were made to retrieve the stent, along with multiple push-and-pull expansion and relaxation maneuvers, but without success. Upon stent withdrawal, the distal end of the stent was found to be deformed. The stent was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an aneurysm. It was noted the status and morphology of the aneurysm, and patient's vessel tortuosity, were unknown. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). Ancillary devices included: 6f 115cm navien 6f intracranial support catheter (rfx072-115-08mp, lot d004681) and marksman microcatheter (fa-55160-1030 lot 228092728).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.